Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarm was noted. There was no display ramping on its own anomaly was noted during the testing. There was no moisture damage found on the electronic or motor assemblies. Analysis found the unit was unable to prime due to a faulty force sensor resistor. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother stated the insulin pump was exposed to fluid. The customer's mother stated the scroll bar keeps moving with no input from the user. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.